Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the indicated phenomenon was not reproduced, however a deterioration of the cable along with the existence of a noisy image when the cable is shaken may have led to the phenomenon. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed that the hd autoclavable camera head had no image, black screen. The issue occurred during reprocessing. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found deterioration of the camera cable and the image was noisy when shaking the cable. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.